Event description:
The clinician reports the implant was inserted (B)(6)2014 in ada 1 of the patient's mouth. Details of surgery: sinus perforation and sinus augmentation. On (B)(6)2018, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain and swelling. No further patient complications were reported.